Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at post-op, high pacing lead impedances were noted on the leads. Upon further investigation, it was noted that there may be connection issue with the lv lead. The patient was discharged from the hospital and plans will be made to revise the device sometime in the future.